Event description:
A gross bilateral oedema - in case of anaphylaxis signs [skin oedema]. Case narrative: on 03-sep-2025 the health authority from UK (mhra) notified teoxane geneva about an adverse event. According to the information received, the patient was injected with rha 2 in m1 and in m3 (exact location was not retrieved). Few hours after the injection, the patient experienced a "gross bilateral oedema to m1-m3". The patient was advised to contact an ambulance in case of anaphylaxis signs and to take antihistamines, apply cool compress and sleep upright. Considering the severity of the case the case was assessed as reportable. Despite several reminders no additional information was retrieved therefore the case was closed as this.

Manufacturer narrative:
According to the information received the case of severe bilateral swelling seems to be linked to a localized allergic reaction. Localized allergic reactions that may manifest as gross bilateral oedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. This is default text configured for block h10.